Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The 00mlx light source was returned for evaluation: device history record: DHR shows no abnormalities related to the reported issue. Failure analysis - upon evaluation, the unit failed the lamp hard-start. The lamp and the burnt fan were replaced and all function was then restored. The unit then passed all other tests and was sent to the burn-in test area for further tests. Root cause - the reported complaint is confirmed. The returned 00mlx light source is in used condition with a failing lamp module. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) would not turn on and fan has burn marks on it. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.